Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Event site name was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) failed the electrical test code#50 error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
The unit was found to have a defective compressor. The unit was repaired by the customer.